Manufacturer narrative:
B1 - corrected to: product problem (e.g., defects/malfunctions) in the initial MDR. B2 - required intervention to prevent permanent impairment/damage should be removed from initial MDR. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -12.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced with a same size lens due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved.

Manufacturer narrative:
Patient weight, ethnicity and race:unk. Work order search: no similar complaints within associated lots were found. Claim#: (B)(4).